Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - vf episode of 180 ms occurred on (B)(6) 2009 08:40:37. Impedance - high resistance/impedance 1- patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010 02:15:03. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace of 952 to 1264 ohms peak between (B)(6) 2009 and (B)(6) 2011.

Event description:
It was reported the right ventricular lead was "alarming" and the lead impedance was questioned. The lead remains in use and no patient complications were reported.